Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument insulation around the shaft near the head was not complete. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during reprocessing. There are no wires exposed due to damage insulation. The cable is intact. There was no loss of cautery. No arcing was observed during the last procedure. No fragments fell into the patient's anatomy.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and was found to have a dislodged conductor wire cap. Cap is still present. The conductor wire cap was dislodged around 0.0470" from the main tube. No missing piece. The instrument was found to have instrument other component (shrink tubing) - missing. The shrink tubing, which covers the roll gear flush port/heat shrink on the proximal end of the instrument below the chassis, was missing from its normal location and was not returned with the instrument. It is unlikely that the instrument left intuitive without the shrink tubing installed. Additionally, the instrument has remaining uses which indicates it was used successfully several times without any notice of damage. Device history record (DHR) review for instrument involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of this issue is attributed to the user. It is likely that the shrink tubing tore initially during reprocessing/use and over time and use, the tear got larger, eventually leading to it fully separating from the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and as found to have a dislodged conductor wire cap. Cap is still present. The conductor wire cap was dislodged around 0.0470" from the main tube. No missing piece. The initial findings were not confirmed. The instrument was found to have instrument other component (shrink tubing) - missing. The shrink tubing, which covers the roll gear flush port/heat shrink on the proximal end of the instrument below the chassis, was missing from its normal location and was not returned with the instrument. It is unlikely that the instrument left intuitive without the shrink tubing installed. Additionally, the instrument has remaining uses which indicates it was used successfully several times without any notice of damage. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Device history record (DHR) review for instrument involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of this issue is attributed to the user. It is likely that the shrink tubing tore initially during reprocessing/use and over time and use, the tear got larger, eventually leading to it fully separating from the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.